Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed. The device was returned with the cannula cap detached from the cannula tabs and cap was returned inside a clear plastic bag. No other visual damages were noted. Functional inspection was not performed because trigger was completely jammed. The device was disassembled to perform a deep inspection. The prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. The cannula cap detached due to bending damage on the fork and damage has been noted on the cap that arrived in broken condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white placement tip became stuck in the mesh. The surgeon could not move or withdraw the tip of the device. The surgeon was not sure if a strap was lodged in the tip so another strap was deployed which secured the white placement tip to the mesh and patient. The surgeon was able to extract the white tip and strap from the patient with no additional tissue excised. The procedure was completed with a like device. There were no adverse patient consequences reported.